Manufacturer narrative:
Other text: this MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). No lot number was provided; therefore, device history record review could not be completed. The device was returned for analysis in used condition without its original packaging. The device was visually inspected at a distance of 12 inches to 16 inches and normal conditions of illumination. No discrepancies were found. A syringe was used to inflate the cuff of the device and was submerged under water in order to verify for leaks. A leak was detected in the cuff of the returned device. Cuff assembly operation was reviewed; no discrepancies were found. Inflation line assembly operation was reviewed; no discrepancies were found. As preventive action, manufacturing personnel were notified by the supervisor and quality engineer on about failure mode reported

Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No lot number was provided; therefore, device history record review could not be completed. The device was returned for analysis in used condition without its original packaging. The device was visually inspected at a distance of 12 inches to 16 inches and normal conditions of illumination. No discrepancies were found. A syringe was used to inflate the cuff of the device and was submerged under water in order to verify for leaks. A leak was detected in the cuff of the returned device. Cuff assembly operation was reviewed; no discrepancies were found. Inflation line assembly operation was reviewed; no discrepancies were found. As preventive action, manufacturing personnel were notified by the supervisor and quality engineer on about failure mode reported

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that the pilot balloon to a smiths medical portex® blue line ultra® tracheostomy tube deflated soon after use with the patient. It was required to perform a tube change out; noting a tear in the cuff. There were no reported adverse patient effects.